Event description:
During a lobectomy procedure, could not lock closing lever. Same defect occurred when replaced the cartridge. Another device was used to complete the case. There were no adverse consequences to the patient.